Manufacturer narrative:
The customer's report that an IV set cracked at cassette and leaked was confirmed per picture received by the customer. The hair line crack was observed on the top of the surface of the acculside body. No product will be returned per customer. The product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV set cassette was cracked and leaked during an iron infusion. There was no medical intervention or treatment required as a result and no harm to the patient is alleged.